Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's physician was concerned regarding the patient's scs ipg pocket surgical incision. Consequently, the patient was brought into the or for a wound debridement on (B)(6) 2017. The physician removed the existing ipg, irrigated the wound and sent in cultures. In addition, the physician decided to re-implant the patient with a new ipg. Follow up identified the wound issue has resolved.